Event description:
It was reported that the vision stent delivery system (sds) was prepared inside the patient. The sds reached the mildly tortuous, moderately calcified target lesion in the mid right coronary artery without resistance. After the sds was inflated, the vision stent was not seen on fluoroscopy. The back table was checked, the radial access site and the coronary arteries were checked with fluoroscopy, but the vision stent was unable to be located. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The sds was not checked outside the anatomy during device preparation. The IFU states to inspect the system for any damage and do not use it if defects are noted. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the stent delivery system was prepared inside the patient. It should be noted that the multi-link vision coronary stent systems instructions for use (IFU) states the steps to prepare the device prior to inserting into the anatomy. In this case, it is unknown if the IFU deviation caused or contributed to the reported stent dislodgment.